Event description:
It was reported to metrex research corp that on feb 22nd while cleaning the inside of a magnaclave sterilizer, the hospital employee was overcome and passed out. An ambulance was called and the employee was examined on the scene. The emts and treating physician reported that the pt had experienced an anaphylactic reaction.

Manufacturer narrative:
The hospital employee was examined by the emt and physician on site and was not taken to the hospital. No medication was given and the pt was feeling fine by the afternoon. The pt is now doing fine and has been reassigned positions. It was reported that the hospital employee was cleaning the inside of the sterilizer in a confined area without the appropriate protection. Because the employee lacked a sense of smell she was overcome without warning. No evaluation was performed: the lot number involved was unk, therefore, evaluation of retain samples could not be conducted. Additionally, the clinic did not return any suspected product to metrex research corp for evaluation.